Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a scan error message with the sensor. Due to delivery delay, customer reported they became hyperglycemic and required treatment of tresiba and fiasp insulin (dose unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay with a replacement adc device in use with a5x phone device with os operating system version 9 - 21006714. The replacement device was issued as customer had reported a scan error message with the sensor. Due to delivery delay, customer reported they became hyperglycemic and required treatment of tresiba and fiasp insulin (dose unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An investigation has been performed for the reported complaint and determined that there were no issues with the librelink special edition application that would have led to the complaint. Attempted to recreate the user complaint and was able to scan a sensor successfully using a similar configuration and was not able to replicate the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.